Event description:
It was reported that the patient's catheter "pulled out" of his spine. The reporter stated that the patient was only getting a "trickle" of drug going into his body, which isn't enough to treat his pain. The patient had an appointment with a healthcare provider (hcp) to discuss fixing the catheter. It was also noted that the patient's alarm date was the day prior to report. The drugs used in this system were baclofen and morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information: it was later reported that the patient had an appointment with his healthcare provider on (B)(6) 2013. It was unclear if he continued to have concerns regarding his device or therapy. Per the manufacturer device registration system the pump and catheter were replaced on (B)(6) 2013.

Manufacturer narrative:
(B)(4).